Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was replaced on (B)(6) 2016. The patient heard the pump alarming and it was determined motor stalls occurred. No rotor or dye studies were performed.

Manufacturer narrative:
As received by rpa, the pump reservoir was empty and running in simple continuous infusion mode. Pump logs were gathered and showed the last set of motor stall/motor stall recoveries occurred (B)(6) 2016. No more stalls after (B)(6) 2016. Pump was x-rayed to look at pump tube outlet and motor wire routing. Pump passed dispense accuracy testing. Destructive analysis shows very little moisture and some staining residue present. No corrosion is seen. No anomalies found. Result code no longer applies; conclusion code no longer applies.

Manufacturer narrative:
Concomitant product: boston scientific stimulator. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt (25 mcg/ml at 5.204 mcg/day) via an implantable infusion pump. The indication for use was noted as spinal pain. It was reported a motor stall was seen at initial interrogation. The patient did not recently have an MRI. There were multiple motor stalls and recoveries and the pump was currently recovered. The pump was replaced on (B)(6) 2016 and would be sent back for analysis. The patient had a boston scientific stimulator. The pump was on the patient's front left abdomen and it was not known where the stimulator was located. The patient felt a vibration. It was not known when the vibration happened but was thought to be the last time the pump stalled. The logs indicated a motor stall occurred on (B)(6) 2016 at 19:29 and a motor stall recovery occurred on (B)(6) 2016 at 19:45. A motor stall occurred on (B)(6) 2016 at 12:21 and a motor stall recovery occurred on (B)(6) 2016 at 13:10. A motor stall occurred on (B)(6) 2016 at 13:21 and a motor stall recovery occurred on (B)(6) 2016 at 13:29. A motor stall occurred on (B)(6) 2016 at 13:44 and a motor stall recovery occurred on (B)(6) 2016 at 15:00. A motor stall occurred on (B)(6) 2016 at 08:51 and a motor stall recovery occurred on (B)(6) 2016 at 09:31. A motor stall occurred on (B)(6) 2016 at 10:03 and a motor stall recovery occurred on (B)(6) 2016 at 11:02. A motor stall occurred on (B)(6) 2016 at 12:58 and a motor stall recovery occurred on (B)(6) 2016 at 13:06. It was further reported the patient had notified the office to say he was hearing beeping. After interrogating the pump, the representative noticed the motor stalls. The patient informed the representative that he was also feeling a vibration. The patient noted that he did not know if it was related, and thought it could have been his cell phone as well. The cause of the motor stalls was not known. The patient's stimulator prevented him from receiving mris. The hospital's policy was to first take the pump to be tested at pathology, and then it would be requested by the representative and sent to the manufacturer for analysis. It was later reported the patient had got a new cell phone in march with a belt-clip holder that had a magnetic component. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.